Event description:
It was reported the the surgeon had difficulty locking the setscrews into the screw heads. The surgeon changed the screws and setscrews and completed the case with no further complications. No pt complications were reported.

Manufacturer narrative:
The setscrews and bone screws were returned to medtronic for eval. Both bone screws show signs of head splay. Face of setscrews show signs that proper reduction of rod may not have taken place. One setscrew shows signs of possible crossthreading. A review of the device history records found no documentation to indicate a non-conformance to specification.